Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Due to the limited information provided, the cause of the calcification is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 6 months post-transfemoral procedure with a 26 mm sapien 3 valve, the patient presented with stenosis and is currently being evaluated for a valve-in-valve procedure. According to the fcs, during the valve-in-valve procedure, the 23 mm commander balloon ruptured upon deployment of the 23 mm sapien 3 ultra resilia (s3ur) valve. The commander was successfully removed from the patient without incident, and the artery was closed without complication. The delivery system and esheath were retrieved in the standard manner. No damage was observed to other edwards devices. The commander and sheath are not available for return. The perceived root cause of the stenosis was calcification. The patient was symptomatic but remained stable and was discharged without issues.

Manufacturer narrative:
Addition to h.10.